Manufacturer narrative:
(B)(4). Concomitant medical products: 118001 versa-dial/comp ti std taper, lot 931920; 113034 versa-dial 42x21x43 hum head, lot 078680; 113633 comp primary stem, lot 880930; pt-113950 modular hybrid glenoid post¿ regenerex, lot 514000; 113952 modular hybrid glenoid base, lot 510140. Reported event was unable to be confirmed due to limited investigative inputs provided by the customer. DHR was reviewed and no related manufacturing deviations or anomalies were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Discarded at the user facility.

Event description:
It was reported the patient was revised to address left total shoulder dislocation. Intra-operatively, a small fracture of the humerus was identified. It was not reported the stem was revised and it remains in situ. The patient was implanted with a reverse total shoulder. No further information is available.